Event description:
A falsely elevated ctni result of 4.68 ng/ml was obtained on a plasma sample. The test was repeated on an alternate rxl max and a value of 0.04 ng/ml was obtained. The falsely elevated result was not reported to physician. Pt treatment was not prescribed or altered. There were no adverse consequences as a result of the falsely elevated ctni result. Analysis of the instrument data did not indicate and instrument failure. Customer reported conjugate spillage and chrome on the base plate near the r2 arm, which indicates poor maintenance of the r2 arm.